Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device replacement procedure this right ventricular (rv) lead was surgically abandoned due to high impedance measurements. According to clinic records, the impedance measurements were consistently between 650-780 ohms however there was intermittently high threshold measurements greater than 2 volts. No additional adverse patient effects were reported.